Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #18 was removed due to nerve injury. Patient noted paresthesia at implant site. Implant mobility was noted. The implant was removed using torque wrench and bone graft was placed. An additional appointment was anticipated to replace the implant. Symptoms as a result of the event: edema and paresthesia.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10, 4109, 3331 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315 h10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation/functional test was performed, slight wear however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared. Therefore, based on the available information, a device malfunction did not occur. The implant has sight wear however no damage to the implant was identified that would cause or contribute to the event. The reported event is non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.